Event description:
It was reported that a perforation was located in the saphenous vein graft to the circumflex/obtuse marginal. The 3.5 x 26 mm graftmaster was attempted, but failed to cross to the perforation. The 3.0 x 19 mm graftmaster was then attempted, but also failed to cross. The perforation was sealed by using prolonged balloon inflations. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 26 mm graftmaster is being filed under separate medwatch report. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support. In this case, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, there was no note of any damage observed to the sds or stent graft prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. Although there was no reported information on the patient anatomical morphology (tortuosity or calcification), the failure to advance is not generally associated with a product quality deficiency and was likely related to characteristics of the lesion. The reported hemorrhage appears to be a secondary effect of the failure to advance to treat the perforation, requiring additional therapy/non-surgical treatment with prolonged balloon inflations. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there is no evidence to suggest a potential product deficiency.